Manufacturer narrative:
Investigation is ongoing. H3 other text: device not returned.

Event description:
As reported by the field clinical specialist (fcs), 6 days post-implant of a 29 mm sapien 3 valve in the mitral position, the 29 mm sapien 3 ultra valve required intervention and a viv was performed. The reason for viv is unknown at this time.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report has been updated: the product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing and dimensional testing were not completed. No imagery was provided. Review of the work orders above did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. It should be noted that the thv was implanted in thv at mitral position for this case. The sapien 3 (s3) with the commander delivery system (ds) was indicated for native aortic valve, surgical or transcatheter bioprosthetic aortic valve, surgical bioprosthetic mitral valve, or a native mitral valve with an annuloplasty ring replacement. So, it was off-label for thv-in-thv mitral replacement. The IFU in this section is for tf (transfemoral) procedure in the aortic/mitral position and was reviewed for relevant guidance for an s3 implant using a commander delivery system. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The complaint for interventional device interacts with pre-existing mitral valve/ring was confirmed based on the medical report. A review of the DHR and lot history did not provide any indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU/training manuals revealed no deficiencies. It should be noted that the thv was implanted in thv at mitral position for this case. Therefore, it was off-label operation. As reported, 'post implant echo showed medial and lateral pvl jets with new jets noted after deployment of 2nd tmvr.' In this case, the interaction between the incident valve (second) and pre-existing implanted device (thv-in surgical ring) resulted in new paravalvular jets, which could be the excessive manipulation during the incident valve (second) deployment or off label operation. As such, available information suggests that procedural factors (off label operation) may have contributed to the complaint event. Since no device problem was identified affecting distributed product, no pra or capas are required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. This report is for the second implanted tmvr valve and is one of three manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported, a patient with a pre-existing mitral ring underwent valve-in-ring after an implant duration of 3 years and 4 months due to severe mitral regurgitation (pvl). The tmvr was performed using a 29mm sapien 3 transcatheter valve. Per medical records, the patient underwent transcatheter mitral valve replacement (tmvr) with a 29mm sapien valve and the patient was left with residual mild paravalvular leak (pvl). During the valve-in-ring (vir) implant procedure, there was pacer lead dislodgement, and a new pacemaker was implanted. On pod #2, the pvl had progressed to moderate with hemolysis noted, and the patient had persistent hemolytic anemia. On pod#9, an attempt at a pvl plug was unsuccessful, therefore a redo tmvr was performed on pod#16. Post implant echo showed medial and lateral pvl jets with new jets noted after deployment of 2nd tmvr. On pod#22, a redo-sternotomy with an explant of two (2) transcatheter mitral valves and the mitral ring were performed. A surgical valve was successfully implanted. The patient tolerated the procedure well and was transferred to ICU and the patient was later discharged home.